Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter and a product eval. One partial catheter was rec'd for eval and investigation. Visual inspection of the catheter found it was broken off at its mid-body section and was missing approx 7.5" of the distal end of the catheter. There were no stretched sections observed on the mid-body section. The catheter point of breakage had indentation markings. The tensile strength was found to be within specification. Based on this info rec'd, the technique used in the removal of the catheter most likely contributed to the reported incident. The on-q catheter directions for use include catheter removal instructions to ensure safe removal (1306078, rev c). In addition I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q pos-op pain relief system." (1303971, rev. B). A review of the lot history found no other complaints for catheter break. It is worth nothing that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso (B)(4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
It was reported that after the surgeon closed the pt following a laparotomy procedure, the catheter was flushed and leakage was noted. Resistance was noted during catheter removal and the catheter broke. The doctor re-opened the pt and was unable to locate the distal portion of catheter. The distal portion of the catheter was estimated to be approx 3 inches in length. No pt complications were reported.